Manufacturer narrative:
Model number: 72400024, lot number: 1000210551, model description: balloon fgs 61-70 cm. Model number: 72404127, lot number: 1000191277, model description: control pump fgs iz. Model number: 720157-01, lot number: 1000181119, model description: cuff fgs 3.5 cm inhibizone.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss. A new aus system consisting of two 3.5 cm cuffs, a 61-70 cm h2o balloon and a pump, was implanted. Additional information received states the location of the fluid loss was not identified. The device stopped cycling and the patient experienced recurring incontinence. The whole system was found to be dry.